Event description:
It was reported that the inner sterile package was damaged compromising the sterility of the device. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection found the tyvek material to be delaminated. Material remains within the seal area. The device pouch is heavily creased but no discernible holes or tears were observed. The vacuum has dissipated and the inside of the pouch is scuffed through contact with the porous coating of the stem. There are small bits of black debris within the pouch that are visually consistent with the coating material. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The device has been manufactured using the correct material and work instructions, however, it has been identified that there is a potential issue with the tyvek lid supplied. The root cause of the reported issue is attributed to manufacturing issue at the supplier of tyvek lids. The root cause of the reported event for damaged pouch and black debris can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.